Manufacturer narrative:
The stapler logs for the stapler used in this event were reviewed and the following information was provided: the logs show a sureform 45 curved-tip stapler instrument (part #480545-04, lot #k10240509-0257) was installed 3 times and fired 3 white sureform 34 reloads. The first two firings were completed per the logs with no pauses for compression. The third firing resulted in a firing failure at about 69% completion following one pause for compression. There were no incomplete clamps or unclamp failures by this instrument. The logs do not show any stapler related errors.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a staple line bleed occurred after a white sureform 45 reload was fired with a sureform 45 curved-tip stapler instrument. When the event occurred, the stapler instrument partially fired and the system reportedly displayed a "tissue too thick" message. However, the surgeon indicated that tissue appeared to be too thin. The surgeon then used a vessel sealer to seal and cut the tissue. Additionally, the surgeon chose to convert the case to open surgery due to bleeding from the staple line. The bleeding was resolved and the patient tolerated the conversion to open surgery which was completed successfully. No issues were noted in setup.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 06-feb-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "we were doing a robotic lobectomy and were going to fire a staple across the superior pulmonary vein with a davinci sureform 45 curved tip stapler with a white (vascular) staple load. Surgeon clamped down onto the vessel and normal staple mechanisms began. About halfway through, while still on the vessel, a notification alarmed and said, "tissue too thick, pausing for compression," which is what we may see when stapling larger amounts of tissue and not over a vessel the size of a few millimeters. After the stapler jaws were able to be opened, we saw a warning that the stapler blade could be exposed. I never saw the blade, I can't say for sure if it was ever exposed. The vessel began to ooze blood, so we opened a davinci vessel sealer to attempt to cauterize. Because there were some staples left on the vessel, it was impossible to properly cauterize across the vessel. Surgeon decided that we needed to proceed as an open lobectomy because of the bleeding. As surgeon started to scrub in, the patient's vitals began to drop and drop quickly. We began mass transfusion protocol immediately and utilized cell saver. I felt that it was the epitome of "all hands-on deck, no room for errors" scenario. Our team was able to pull together quickly to save this patient."